Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. After the MRI, when the field representative attempted to end the session on the pacemaker, an error message appeared stating that erroneous MRI parameter values were detected and that the MRI activator had been disabled. The field representative ended the session, re-interrogated the pacemaker, and attempted the process again before the pacemaker was successfully returned to nominal mode. No patient consequences were reported.